Event description:
Pharmacist reported that the "the middle part" of the posi flow device "fell in" after nurse had flushed home pt's peripherally inserted central catheter (PICC) with saline and heparin. Pharmacist stated that the pt had a PICC infection; however, the source of the PICC line infection is unknown. Reportedly, the PICC was inserted in 10/2003 and removed in 03/2004 or the following day because the pt developed fever and the line was kinking frequently. Per pharmacist, PICC has not been replaced with any other type of central line access device. Pharmacist reported that PICC was cultured and there was no microbial growth. Pharmacist reported that the pt did not require any antibiotic treatment since the pt has been on prophylactic antibiotic therapy. The prophylactic antibiotic therapy consists of the following: 1) doxycycline, 1 tablet once a day for 1 week, every 6 weeks; 2) cipro, 250 mg, twice a day for 1 week, every 6 weeks; and 3) flagyl, 250 mg twice a day for 1 week, every 6 weeks. In addition, it was reported that the PICC has been used for administration of ivig therapy, every three weeks, and total parenteral nutrition. When asked, pharmacist reported that the PICC was flushed with 10 ml of saline and 3 ml of heparin and the valve was never used for blood draws. Pharmacist did not know for how long the reported posiflow device was used on this pt. When asked, pharmacist stated that the protocol is to change the posiflow valve on weekly basis.